Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a bsc ID supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damaged occurred. Vascular access obtained via femoral artery. The 20x80mm eccentric, de novo 85% stenosed target lesion was located in a non tortuous and non calcified femoral iliac artery. After pre-dilation using a mustang 12/40/75 balloon catheter, the percent stenosis became 50%. A 20x80/10fr 75cm wallstent endoprosthesis stent was selected to treat the lesion but significant resistance was met and was unable to cross the lesion. Upon removal of the device, it was noted that it was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.